Event description:
Initial surgery occurred on (B)(6) 2011, involving a three level acdf at c4-c7 for stenosis, degenerative changes. Four screws (c4 (bilateral), c7 (bilateral)) out of the eight screws are fractured mid-shaft per radiographs. Failure discovered during routine follow up visit. Information suggest that union had not occurred at the time of the fracture. Fractured hardware left in patient until surgeon felt the fusion was solid enough to remove. Revision took place (B)(6) 2013. Patient condition is good. No complications were reported.

Manufacturer narrative:
(B)(4). Reported event was confirmed via radiographs. Explanted screws will be returned after passing through hospital's pathology department. Product has not been returned for evaluation. No further investigation of fractured product can be completed at this time. It is unknown if the patient complied with post-operative care instructions or sustained an impact of some sort. The root cause of the failure remains unknown, but may be related to patient activity levels following surgery. Available information suggests that fusion occurred despite the screw fracture and that the revision surgery occurred to remove the construct. Review of labeling notes: warnings, cautions, and precautions: "...potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "...loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."